Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that during preventative maintenance (pm) performed the customer, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test and there was also a broken hinge. There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): the fse that encountered the issue replaced the drive manifold assembly. Additionally, the fse replaced the display hinge covers and the upper bracket frame. Subsequently, the fse completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in block e1 is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test and there was also a broken hinge . There was no patient involvement thus no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: e1(event site telephone number).

Event description:
N/a.